Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in the hospital due to accident. The customer¿s blood glucose level was 216 mg/dl at the time of the incident. Customer stated they were in the hospital due to broke her head and they took off her insulin pump and they had been using manual injection. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the insulin pump had failed battery alarm and blank display. Customer stated that the display returned after insulin pump restart. It was unknown whether the customer was using auto mode at the time of reported event. The device will be returned for analysis.

Manufacturer narrative:
Additional information related to hospitalization and auto mode feature has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was in hospital because she broke her hip and customer was not hospitalized due to a diabetes related issue so, case should be reported as a malfunction. The auto mode feature was not active.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. Device was received with normal operating currents. Device was monitored for several hours and no unexpected failed battery test or battery failed alert, powering off or blank display noted.